Event description:
It was reported that the catheter broke upon removal by the physician. There appeared to be a small amount of resistance and the catheter stretched. Distal portion of catheter was retrieved (B) (6) 2009. Pt's condition was reported to be excellent. Lot number identified and confirmed to have expired 07/2008 and used in (B) (6) 2009.

Manufacturer narrative:
The info contained herein is based on the info provided and the eval of the sample rec'd. The distal portion of one catheter was rec'd for eval and investigation. Visual inspection found the catheter was overstretched and broken off at the 18th infusion hole of the infusion segment. Info rec'd for this investigation revealed that the product expired in july 2008, but was used in (B) (6) 2009. This product should not be used past the labeled expiration date. Based on info rec'd and the eval of the catheter rec'd, the technique used in the removal of the catheter most likely caused the reported incident. We reviewed our device history record, and all mfg operations were found to be within spec. A review of the lot history found no other complaints for a broken catheter for the reported lot. The pt guideline insert I-flow has provided includes catheter removal instructions to ensure safe removal (1305285, rev. C). The pt guideline insert clearly cautions against forcefully removing the catheter and instructs to "gently pull on the catheter." In addition, I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B) if add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.